Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge remained static at 45% and subsequently could not be charged despite the attempted use of multiple cables an power sources. The customer's blood glucose levels were not impacted. Customer indicated that the current pump would continue to be used for diabetes management.